Event description:
The customer reported he had faulty reservoir. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs and checked reservoirs snap cap width dimensions. Reservoir failed per inspection found reservoir too loose too connect.